Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported the patient noticed when they went to charge that they were unable to connect using the implantable neurostimulator recharger (insr) or the patient programmer. It was suspected the patient¿s device was in over-discharge. They also reported a power on reset (por) message showing the 0x2208 error code. The power on reset (por) was cleared and the patient was able to display their current programming screen.